Event description:
The pump was implanted in 2001 (exact date unk). It was reported that flow from the implanted pump started to slow in 2002. The pt missed an appointment and continued to have flow difficulty with the pump. Dye testing was performed in 2003 and the catheter was found to be patent. The pump was explanted and replaced.